Manufacturer narrative:
(B)(4). D10: cat# 650-0332, lot# unk, taperloc lat cocr 10mm t1. G2: foreign ¿ event occurred in the netherlands. H6: proposed component code: mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately one day post right hip implantation, the patient passed away following a cardiac arrest and resuscitation. Attempts have been made and no further information has been provided.

Event description:
It was reported that approximately one day post right hip implantation, the patient passed away following a cardiac arrest and resuscitation. The patient cause of death was multi-organ failure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b5; b7; d4 lot; d10; g2; g3; h2. The following sections were corrected: e1 contact; e2; e3. D10: cat# 650-0332 lot# 7260478 taperloc lat cocr 10mm t1. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; h2; h4; h6; h10. The following sections were corrected: h6 component code. Review of the reported event by a health care professional found: patients are assessed prior to surgery to detect any risks for cardiac complications; however, at times even with a complete work up, a patient may develop chest pain, EKG changes, and cardiac ischemia perioperatively. The stress of surgery can lead to myocardial ischemia or infarction via multiple mechanisms including coronary artery plaque rupture and myocardial demand ischemia. This leads to cardiac dysfunction caused by insufficient blood flow to the coronary arteries and may even lead to cardiac arrest. This at times may be masked due to anesthesia. This is a procedural related complication due to the stress of surgery and not related to a device. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The root cause of the reported event was determined to be unrelated to the device. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.